Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. After a pulsed field ablation (pfa) procedure to treat an atrial fibrillation with a farawave catheter, the patient experienced a pericardial effusion. A pericardiocentesis was performed to remove excess bleeding and the event was solved. The patient was kept for observation and was later discharged from the hospital. The device is not expected to return for analysis.